Manufacturer narrative:
The reported event of the ventricular setscrew was stripped was not confirmed. Analysis revealed the ventricular setscrew was not returned. To verify or determine the cause of the problem the physician was having with the setscrew it would have to be examined and analyzed. No analysis can be performed due to the setscrew not being returned.

Event description:
It was reported that the patient presented for an elective replacement procedure. It was noted that the right ventricular setscrew of the pacemaker was stripped. The pacemaker was explanted and replaced. The patient was stable.